Event description:
Please refer to the initial-report.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. The log entries confirm that the device performed several warmstarts of the ventilation unit on the reported date of event between 4:48 am and 5:38 am. The reported alarm message "o2 measurement failed" is a consequence of the warmstart of the ventilation unit. Based on the log entries a faulty pba m16.2 was determined to be the root cause of the event. In case of a detected deviation regarding operation of the ventilation unit, the ventilation unit will perform a warmstart with accompanying alarm in order to reset the system to a specified state. The warmstart sequence takes up to a maximum of 8 seconds and is accompanied by an audible alarm. During that time the safety valve remains opened to ambient allowing the patient for spontaneous breathing. After successful completion of the warmstart, the ventilation will resume with the latest settings. If the ventilation unit could not be successfully reset within the first 8 seconds, a further reset would be triggered. After three ineffective reboots, the system would be automatically switched off with accompanying alarms. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up report.

Event description:
It was reported that the babylog vn500 gave the message ¿o2 measurement failure¿ and then shut down immediately while ventilating a patient. No injury has been reported.